Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up of this single chamber device programmed to aai mode the patient had atrial fibrillation, thus defibrillation was attempted with a direct current, after the direct current was applied cardiac arrest occurred for seven seconds. There was evidence that the device was able to pace post external shock, there was no dislodgement of the lead and the system was not damaged. This device remains implanted. No additional adverse patient effects were reported.